Event description:
It was reported that the 9900 system started to reboot on its own. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The pcb board was re-seated and the power supply adjusted during the svc call. The system was tested and found to be working as intended, and put back into svc.